Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer needed maintenance and could not be recovered. The field service engineer (fse) found that the full-height drawer 3, cubie pocket c3, was unable to be recovered. The cubie was manually ejected from its position, and the station was powered down for three minutes. After the reboot, the customer attempted the recovery process, and the cubie eject prompt appeared. The customer was able to return the cubie to its original position and successfully recover it. The customer tested the inventory with good results. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es orcore drawer required maintenance and user was unable to recover the cubie. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.